Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level is 54 mg/dl. Customer declined to troubleshoot for low blood glucose level. The blood glucose was low after connecting the meter with the pump. Customer has not eaten lunch. The product was not returned for analysis.